Event description:
It was reported that upon programming a cardiac resynchronization therapy defibrillator (crt-d) system into MRI protection mode, this left ventricular (lv) lead was found to have high out of range pace impedance measurements. Further information was received that a lead fracture was confirmed. This system was explanted due to infection. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.